Event description:
It was reported damaged at tip at 165 joules of use during the procedure. The procedure was completed with a turp. It was reported "no injury to patient".

Manufacturer narrative:
Fiber analysis: the fiber's cap was found to be detached; and was not returned by the customer. The fiber was found broken proximal to the fusion zone. Not able to confirm any evidence of burned and charred heat shrink or glue residue due to the missing cap. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.